Event description:
It was reported that during a procedure, the system 2600's table would not accept a film cassette. There was no adverse patient involvement reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. System showed table error code 428. Found film cross motor drive shaft dirty causing slippage. Cleaned assembly. The system was tested and found to be working as intended and placed back into service.